Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient complained of vision quality. Additional information was requested but not received.

Manufacturer narrative:
(B)(4) - visual quality, explant of an intraocular lens in a secondary procedure. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The in-line optical inspection data showed that the lens was within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection revealed that the returned lens was returned in one piece. Visual inspection was performed using a microscope at 12x magnification. There were dust particles on the lens. The return sample did not any show non-conformances. The lens condition is consistent with a lens that was explanted from the patient's eye. The information did not indicate any relationship of the complaint with the iol design or manufacturing. The complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.